Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, prior to use, one wire of the basket became detached at the beginning of the procedure. No consequences for the patient.